Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had absence of no delivery. The customer¿s blood glucose level was unknown. The customer pump did not give a no delivery alarm absence of no delivery alarm. The customer was assisted with manual prime until they observed insulin exiting the tubing. Customer stated that the pump did not alarm in less than 5.0 units. The customer advised that the pump will need to be replaced. The customer advised to revert to backup plan and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.